Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that all efforts to obtain additional information regarding this complaint did not provide any results. Without supporting clinical/medical documents, a thorough investigation cannot be performed. If additional supporting medical documents are received, this complaint will be reassessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include lifetime of the device or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a customer called stating that her husband has an s and n knee replacement 11 years ago. The patient and everyone around him heard a loud snapping sound from his knee. He went to see a local orthopedic surgeon and was told that the plastic insert broke and that he would need to do a revision to replace the insert.